Manufacturer narrative:
Investigation: two open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned photos and samples and a broken cannula non patient end was observed on both samples. No DHR review can be carried out as lot number is unknown. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that bd micro-fine plus¿ pen needle was broken. This occurred on 2 occasions before use. The following information was provided by the initial reporter: the needle npe was broken.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd micro-fine plus¿ pen needle was broken. This occurred on 2 occasions before use. The following information was provided by the initial reporter: the needle npe was broken.